Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05april2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilators display was dim no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date received by manufacturer: 10jul2019. Date of report: 11jul2019. The faulty user interface assembly was returned for failure investigation. The cold cathode fluorescent lamp was burnt out, causing the dim display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 16apr2019, date of report : 31may2019. The customer troubleshot with technical support. The customer was advised to replace the user interface (ui). The customer reported that replacing the user interface (ui) resolved the reported issue. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.